Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 265 mg/dl. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.